Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 05-may-2021 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 06-may-2021: distal cap - fixed type failed epoxy seal integrity inspection, umbilical cable buckle at umbilical connector side, distal cap/ case cracked, distal tip annual maintenance, image blackout, passed wet leak test, passed dry leak test, prism glass glue missing, suction tube twisted/kink, operation channel- primary mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, suction channel lg, light guide cable, pcb for ccd k2 pb-free/ntsc, electrical connector assy, o-ring(0.5x1.3) imp-1, distal case/cap, o-ring (1.8x19.8). Model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2013. The endoscope is awaiting repair or approval by final qc as of 13-may-2021.